Event description:
The report received indicated that the tip of the catheter was cracked and does not appear to be tapered. The tip will not cross over a wire into the skin easily; a larger dilator has been used with the catheter. No adverse event or pt injury has been reported.

Manufacturer narrative:
Please note that this event involves five catheters with the same catalog and lot numbers and therefore reported under this report. The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional info has been requested and will be submitted within 30 days upon receipt.